Event description:
It was reported that during use with 13 lots of bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from italian to english: ¿this is to report again the incorrect handling of the gray cap blood glucose tubes. ...it is possible to notice the deposit of the glycolysis inhibitor on the bottom of the tubes as a consequence of a failure to mix the blood sample with it at the time of collection. Therefore blood glucose values are not reliable. We encounter cases of this kind on a daily basis, which not only delay work, but above all create inconvenience for patients as they are forced to repeat the sampling". We have been experiencing this for several months. Additional info received 30-jan-2023: "therefore blood glucose values are not reliable. "

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with 13 lots of bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from italian to english: ¿this is to report again the incorrect handling of the gray cap blood glucose tubes. ...it is possible to notice the deposit of the glycolysis inhibitor on the bottom of the tubes as a consequence of a failure to mix the blood sample with it at the time of collection. Therefore blood glucose values are not reliable. We encounter cases of this kind on a daily basis, which not only delay work, but above all create inconvenience for patients as they are forced to repeat the sampling" we have been experiencing this for several months. H.6. Additional imdrf annex a: a0908.

Event description:
It was reported that during use with 13 lots of bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form. The following information was provided by the initial reporter, translated from italian to english: ¿this is to report again the incorrect handling of the gray cap blood glucose tubes. It is possible to notice the deposit of the glycolysis inhibitor on the bottom of the tubes as a consequence of a failure to mix the blood sample with it at the time of collection. Therefore blood glucose values are not reliable. We encounter cases of this kind on a daily basis, which not only delay work, but above all create inconvenience for patients as they are forced to repeat the sampling". We have been experiencing this for several months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137450. Medical device expiration date: 30-sep-2022. Device manufacture date: 17-may-2021. Medical device lot #: 1165693. Medical device expiration date: 31-oct-2022. Device manufacture date: 14-jun-2021. Medical device lot #: 1195903. Medical device expiration date: 30-nov-2022. Device manufacture date: 14-jul-2021. Medical device lot #: 1228206. Medical device expiration date: 31-dec-2022. Device manufacture date: 16-aug-2021. Medical device lot #: 1259312. Medical device expiration date: 31-jan-2023. Device manufacture date: 16-sep-2021. Medical device lot #: 1288758. Medical device expiration date: 28-feb-2023. Device manufacture date: 15-oct-2021. Medical device lot #: 1319281. Medical device expiration date: 31-mar-2023. Device manufacture date: 15-nov-2021. Medical device lot #: 1350398. Medical device expiration date: 30-apr-2023. Device manufacture date: 16-dec-2021. Medical device lot #: 2018949. Medical device expiration date: 31-may-2023. Device manufacture date: 18-jan-2022. Medical device lot #: 2048435. Medical device expiration date: 30-jun-2023. Device manufacture date: 17-feb-2022. Medical device lot #: 2080698. Medical device expiration date: 31-jul-2023. Device manufacture date: 21-mar-2022. Medical device lot #: 2109122. Medical device expiration date: 31-aug-2021. Device manufacture date: 19-apr-2022. Medical device lot #: 2132131. Medical device expiration date: 30-sep-2023. Device manufacture date: 12-may-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 13 lots of bd vacutainer® fx 10mg 8mg plus blood collection tubes there was abnormal additive form and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from italian to english: ¿this is to report again the incorrect handling of the gray cap blood glucose tubes. It is possible to notice the deposit of the glycolysis inhibitor on the bottom of the tubes as a consequence of a failure to mix the blood sample with it at the time of collection. Therefore blood glucose values are not reliable. We encounter cases of this kind on a daily basis, which not only delay work, but above all create inconvenience for patients as they are forced to repeat the sampling" we have been experiencing this for several months.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality and erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and erroneous results were observed. During clinical testing, bd was only able to test lot numbers 1319281, 1350398, 2018949, 2048435, 2080698, 2109122, and 2132131. Tube lots 137450, 1165693,1195903,1228206, and 1288758 have expired at the time of this review and clinical evaluation is precluded. Clinical evaluation cannot be conducted on expired tubes. No difficulties were encountered during blood collection and all tested tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results-abnormal glucose) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All parameters demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.